Event description:
Patient presented to the physician, one day after the implant procedure, with pain at the lower right side of the chest incision site. Imaging was performed and a pneumothorax was verified. Physician placed a chest tube and admitted the patient. Patient was kept for monitoring. Pneumothorax resolved and the patient was discharged 3 days later.